Event description:
It was reported that the customer notified him of error codes during a l.a.v.h. Procedure. The handpiece was replaced to continue with no pt consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.